Event description:
The customer reported that the insulin pump was worn while having an MRI and forgot to take it off. The blood glucose reading was unknown at time of call. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the motor anomaly. The device was received with cracked battery tube threads and scratched screen.